Event description:
We are reporting a total of 41 events with different models of electrophysiological ablation catheters by biosense webster, which occurred in the past year. In this report, we have listed 01 event out of the 41 events. The details are below: brand name: acunav, model number: 10135936, malfunction: not recognized.